Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 470 (mg/dl) for the past month. Reportedly, the contact believes the pump is responsible for the elevated bg levels the customer is experiencing. The pump settings were adjusted and supplies changed; however, the elevated bg levels persisted. An alternate pump was used to address bg levels. The contact declined troubleshooting with tandem technical support.